Event description:
The pt reported that the pump was rebooting without user intervention. The pt said that the battery cap was tightened properly and denied any battery compartment cracks.

Manufacturer narrative:
The device has been returned to animas. Eval has not yet been completed. When eval is complete, a supplemental report will be filed. No conclusion can be made at this time.